Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that peritoneal dialysis nurse (pdrn) discovered blood on the back of the cassette and inside the pump modules after ending an emergency pd treatment. The patient had undergone surgery and a catheter was placed. The pdrn reported receiving drain complication alarms during treatment and treatment was canceled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn stated they had ¿bagged/tagged it out¿ and cleaned up the biohazard to the best of their ability. The cassette, bags and solution were discarded. A new cycler was issued to the hospital. Upon follow up, the pdrn confirmed that the emergency treatment is a common term also called an emergent pd run which is used after the patient has a catheter put in. That treatment is done to test the catheter to make sure it is working correctly. The patient did not develop any symptoms, injuries, or require medical intervention as a result of the reported event. The pdrn stated that when the cassette door was opened to remove the cassette, effluent fluid along with a large amount of blood fell on the floor. The pdrn stated that the fluid leak only had blood in it because the patient had just had their catheter put in. The patient did not have a fill and treatment ended in with a drain. The pdrn stated that the cycler and floor was cleaned with bleach and then tagged and bagged. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that peritoneal dialysis nurse (pdrn) discovered blood on the back of the cassette and inside the pump modules after ending an emergency pd treatment. The patient had undergone surgery and a catheter was placed. The pdrn reported receiving drain complication alarms during treatment and treatment was canceled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn stated they had ¿bagged/tagged it out¿ and cleaned up the biohazard to the best of their ability. The cassette, bags and solution were discarded. A new cycler was issued to the hospital. Upon follow up, the pdrn confirmed that the emergency treatment is a common term also called an emergent pd run which is used after the patient has a catheter put in. That treatment is done to test the catheter to make sure it is working correctly. The patient did not develop any symptoms, injuries, or require medical intervention as a result of the reported event. The pdrn stated that when the cassette door was opened to remove the cassette, effluent fluid along with a large amount of blood fell on the floor. The pdrn stated that the fluid leak only had blood in it because the patient had just had their catheter put in. The patient did not have a fill and treatment ended in with a drain. The pdrn stated that the cycler and floor was cleaned with bleach and then tagged and bagged. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid/blood within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. As received 4hr 2000ml simulated treatment was performed without any failures or problems. No fluid leaks in the test cassette during the test. The cycler underwent and passed a system air leak test, valve actuation test, teach pumps test, force gauge test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid/blood under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.